Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that the edges on the tracheostomy tube near the fenestration are very sharp and "scratchy" and "off center" there was no patient harm reported and no required intervention reported.